Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of a quickflex lead, phrenic nerve stimulation and a high threshold was noted. The lead was discarded and another lead was used with good electrical measurements. The patient is in stable condition.